Event description:
Additional information became available that this lead was successfully revised and remains in service.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture (loc) intermittently when the patient inhales deeply, as well as increased thresholds. Boston scientific technical services (ts) was consulted and suggested it might possibly be a microdislodgement of the lead, and should consider a chest x-ray to determine lead position. Since the patient is not dependant on pacing, the decision was made to see the patient in a few weeks and determine a course of action at that time. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.